Event description:
T was reported that during surgery, the screw advanced beyond the ring lock of the cervical plate. The plate and all four screws were subsequently removed and a new longer plate and screws were implanted instead. Patient outcome: no adverse affect reported as a result of this event.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00011/00012).